Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that during call for MRI information, the patient (pt) mentioned their ins was sticking out it does not feel so good in one spot. The pt said prior to surgery they told them they did not want anyone but the doctor to do the implant procedure, but was told: nope must be a student because this is a teaching hospital. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They stated they continue to have ins charging difficulties and now they are encountering a 2702 service message instructing them to reset the recharger. They indicated they have already done so 3 times but the 2702 message is not resolved. They confirmed the charger was not on or near any metal objects other than the ins. Charger was in the belt when this occurred and sitting on a wooden table. Sent replacement recharger request to repair.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back talking about their ongoing recharging issues. They were trying to charge the device and could hear clicking noise, but then it was beeping and said reposition. Patient said, they moved a third of an inch and got an error 1707 and it said to call manufacturer. Last time patient went to the doctor and they had trouble recharging and had to put a towel in-between to help charge. Patient tried that and it didn't help. Went to have patient do a hard reset on recharger and when they pressed the power button got red flashing lights. The patient was asked whether they keep the recharger on the docking station in-between recharge sessions and they said they did. Had patient put the recharger in the docking station and press the power button. Then had patient take out of docking station and press power button for recharger to turn on. Had patient do a hard reset on recharger. They got 3167 error code and cleared the code. Patient then got 50%, excellent connection, my therapy on. Patient went from excellent to good connection. Patient said, it takes a good couple hours to recharge. This has been on going for a while. They can't tell how many times called on it. Patient has to stay in one position and can't move at all. Patient can feel a portion of the device that's how they knows where it is at. Patient said, the device is at an angle. Patient meet with rep at the doctor's office and she said to keep trying to charge it. They said, when they come into doctor maybe talk about going with the one stimulator that doesn't recharge.

Event description:
Additional information was received from the patient. The patient called in reporting they continue to have difficulties charging the ins and the ins is still protruding. They have gone back and forth with the doctor's office but were finally able to get an appointment scheduled for november to address this issue. The patient also reported the charger beeps from time to time on the charging dock, however it's still working and charging normally.

Manufacturer narrative:
Concomitant medical products: product ID wr9220 lot#/serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported a coupling issue. The wireless charger would connect to the implant and then lose connection even though it had not moved off of the implant. The following troubleshooting steps were performed; reset the recharger and repositioned the recharger. The troubleshooting steps that were taken on the call resolved the issue. The patient confirmed seeing the charging screen that remained connected. The patient also reported the ins is protruding through the skin since (B)(6) 2020. They reported it feels like a bump the size of a pea and they can see the implant through their skin. The patient also mentioned their healthcare provider (hcp) is aware and stated it was not a problem. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient called back reporting ongoing charging difficulties charging the ins. Patient said the charger will briefly connect and say excellent and then go back to searching for the device. Discussed patient's lengthy call history of charging difficulties, and report of a pea sized lump at implant site. The patient also reported the ins is at an angle under the skin and one side is raised. Patient stated they wonder if the doctor implanted the ins wrong because they had the procedure done at a teaching hospital. Discussed how ins position may impact charging efficiency. Recommended applying gentle pressure to the recharger and moving the charger towards the outside of the ins. This resolved the issue and patient was able to complete ins charging to 100% during the call. Patient expressed regret that they ever got the interstim micro implanted and wishes they would have stayed with non rechargeable. Patient stated they have an appointment in october but will call the physician's office right now.